Event description:
It was reported a power on reset (por) condition occurred. Company representative stated they were getting ready to implant the device and upon interrogation, ins showed no response two times. On the third attempt, ins went into por. On the 4th attempt, ins went to normal charging screen with 75% full on the battery. At the time of this report, no further details were reported. Additional information was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).